Event description:
The customer stated that he was hospitalized due to hypoglycemia. The blood glucose reading at the time of the event was not reported. The customer's doctor stated that his potassium became too high and affected his muscles, causing him to move around a lot and leading to the hypoglycemia. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.